Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2010. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in the united states of america. It was reported that the rotaflow drive makes noise during patient treatment. The rotaflow was exchanged with another device as a precaution. No harm to any person has been reported. Since the device was exchanged during patient treatment, which stops treatment for a moment, the event can result in a risk for harm of any person. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the united states of america. It was reported that the rotaflow drive makes noise during patient treatment. The rotaflow was exchanged with another device as a precaution. No harm to any person has been reported. Since the device was exchanged during patient treatment, which stops treatment for a moment, the event can result in a risk for harm of any person. Therefore, a report is required. The patient data was not shared by customer. The affected rotaflow drive (rfd) with s/n (B)(6) was sent to depot for investigation. The rfd was tested at 2500 rpm's (revolutions per minute) and 4.00 lpm (liters per minute) 24/7 for a week with no issues. The speed was slowed down and ramped back up without any unusual noises occurring. The device passed all functional and safety tests as per manufacturer specifications. Based on these investigation results the reported failure "rfd noisy" could not be confirmed. However, the reported failure could be linked to the rotaflow risk management file: - loosening of fastening (wrong installation, aging). The review of the non-conformities has been performed on (B)(6) 2025 for the period of (B)(6) 2010 to (B)(6) 2025. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was produced in (B)(6) 2010. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).